Event description:
Dear sir or madam,as discussed over the phone with one of your employees, we would like to inform you about a complaint that we received from a patient on (B)(6) 2025. Unfortunately, I have only just received the contents of the used package today. (See attached photo). The patient (a doctor) complained that in several cases, no insulin was dispensed from the newly installed needles within the package because the needles were clogged. The handling was discussed with me once again, and user error can be excluded as the customer is a doctor and is experienced in handling the insulin pen. A check of the affected pen with a needle from another manufacturer at our pharmacy showed proper insulin dispensing. We kindly request a brief statement as well as reimbursement for the package.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.